Manufacturer narrative:
The regulatory reporting decision for report number 3006705815-2023-06343 has been changed to non-reportable. This patient issue will no longer be reported on as has been considered resolved without the need for surgical intervention.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-06340. It was reported that the patient had experienced a double lead migration and no longer has effective therapy. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.